Manufacturer narrative:
D10 concomitant product: 030457, 030457 endo gia r/or 60 2.5mm x6 (lot# t3e069x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the right colectomy, the two ends of intestine were cut and stapled however the tissue slipped from the reload before the jaws were opened. The surgeon did an intestinal recut with another reload which did the same thing. The surgeons decides it was finally good and the case was completed. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the right colectomy, the two ends of intestine were cut and stapled however the tissue slipped from the reload before the jaws were opened. The surgeon did an intestinal recut with another reload which did the same thing. The surgeons decides it was finally good and the case was completed.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. A visual inspection of the returned video noted one monitor displaying a tissue cavity could be seen. A loading unit was clamped onto tissue. The I beam appeared to advance and to begin retraction. The jaws were opened and tissue appeared stuck to the staple cartridge. Two staples could be seen in the distal end of the jaws. The tissue did not appear to release prematurely from the jaws. It was reported that there was a tissue extrusion. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.